Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during fifth inflation at 10 atmospheres for several seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.